Event description:
The reporter stated that while injecting into catheter, the rotator broke off of the control syringe spraying the doctor with contrast. The customer indicated that this had occurred five times in a row however, did not provide any further info. No pt injury or treatment was associated with this event.